Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced hemolysis. A total of 67 ablations were performed during the procedure across the pulmonary veins, posterior wall, and the cavotricuspid isthmus (cti). All ablations outside of the pulmonary veins are considered off label use. After the case the patient's urine was a very dark color, in addition to a low urine output, so 2l of fluids were administered. Lasix was also given to the patient, potentially due to fluid overload, and then another liter of fluids was given. The patient's stay was extended by two additional days for monitoring. When they were discharged there were no notable health issues still ongoing. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.